Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not fully engage the clip large hem-o-lok clip applier instrument to clip the bile duct and artery. Clipping was attempted multiple times with different clips. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clips were used. The diameter of the vessel or tissue bundle was significantly smaller than 1cm. The clip applier had not been used at all prior to the initial malfunction. The surgeon uses two clip appliers for the case, and this was the first clip. When it did not clip into place, the device and clip was removed while the second clip applier was utilized and the first was re-loaded with a different clip. It was reinserted a second time with the same malfunction, so it was removed and set aside while the second clip applier used was utilized for the remaining clips. The second clip applier had no difficulties with any of the clips it placed. There are no photos and/or videos of this event available for isi review.